Manufacturer narrative:
There were no alarms on the last calibration performed on 28-jan-2025. Upon review of the alarm trace, photometer check, overdue maintenance, and abnormal aspiration alarms were observed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). A photometer check was performed and the absorbances looked fine. The customer stated all the reaction cells appear good and there is no debris in the water bath. The customer performed system wash maintenance. The field service engineer determined a valve assembly was clogged. The valve was cleaned and the analyzer water system was decontaminated. The cell rinse mechanism water levels were adjusted. A blank cell measurement and instrument check were performed. The customer ran controls and all results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. The customer first noticed an issue with a photometer alarm on the analyzer. The customer then noticed that many sample results were flagged indicating that the results were invalid or there was an issue with sample integrity. The sample initially resulted in a calcium value of 2.79 mg/dl with a data flag. The sample was repeated, resulting in a value of 2.46 mg/dl. Due to flags received on other sample results, the customer repeated the sample again on a second analyzer, resulting in a calcium value of 8.67 mg/dl. The repeat value was deemed correct.